Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported deterioration of the lithium-ion battery. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.